Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy procedure, while performing the incision of the gallbladder, the device was not able to fire. A new device was used to complete the case. No injury.